Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use: remote control button makes abnormal sound when pressed; one side of the light guide cable glass cover was broken. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.